Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, after clip deployment, the clip was noticed on the distal end of the device. A 6fr sheath was used. Manual arterial compression was applied to achieve hemostasis. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was clip deployed, in the access port retracted state and with the deployed clip captured on the distal end of the device in the vessel locator wings (vlw) confirming the reported event. The vlw were fully retracted and undamaged and the pusher body joint was intact. There was no detected external or internal handle component anomaly. Clip capture on the distal end of the device may occur due to factors including, but not limited to manufacturing, materials, technique/procedural or anatomy. The vessel locator assembly, where the clip was captured, is inspected during the manufacturing process to assure proper assembly and operation so as not to interfere with the deployment of the clip. Additionally, a sampling of completed starclose se units from the lot was functionally and destructively tested to verify proper device operation and no failure was detected. Anatomically, tissue may interfere with proper device function and clip deployment off the distal end of the device. Based on the investigation, there was no product lot quality deficiency and the probable cause for the event was related to the operational context in the use of the device. Inspection of the device did not detect any anomaly that may have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for the reported lot revealed no other related incidents and there is no indication of a product quality deficiency.